Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that one of the patient¿s lead wires was not working at all. Patient stated ¿doctor put lead wires in backwards.¿ patient had planned to have lead wires fixed 2 years prior to this report but it was never done. Additional information requested but had not been received as of the date of this report.

Event description:
Follow up information reported that the patient still had concerns with their device therapy but had not sought further help. It was also reported that the patient did not have surgery as planned 2 years due to insurance issues. The patient sought help from another physician but they refused to perform surgery because the patient's prior surgeries had caused too much damage. The patient had 3 surgeries performed, none of which corrected their problem. It was noted that the broken wire problem had never been corrected. The patient was in contact with the manufacturer's representative up until last year but the patient "finally gave up". If additional information is received, a follow up report will be sent.